Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve in a patient with a heavily calcified type 0 bicuspid valve, after releasing the valve, the valve dislodged above the annulus. Paravalvular leak (pvl) was moderate, but the patient's hemodynamics were stable. A post-implant balloon dilation was performed. The pvl improved to mild, and a second valve was not required. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve in a patient with a heavily calcified type 0 bicuspid valve, after releasing the valve, the valve dislodged above the annulus. Paravalvular leak (pvl) was moderate, but the patient's hemodynamics were stable. A post-implant balloon dilation was performed. The pvl improved to mild, and a second valve was not required. No patient complications were reported as a result of this event. Additional information was received that a pre-implant balloon dilation was performed on the valve (22 mm non-medtronic). The deployment starting point was mid pigtail catheter. Prior to valve dislodgement, the implant depth was 0-1 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). After the valvedislodgement, the implant depth was estimated about 4-5 mm above the annulus. A non-medtronic guidewire was used for the procedure.

Manufacturer narrative:
Image review: the patient executive summary was available and reviewed and provided sufficient information to assess relevant anatomy. The review identified a heavily calcified bicuspid aortic valve, type 0, with an annular perimeter of 72.5 millimeter (mm) and a perimeter-derived diameter of 23.1 mm, which would be consistent with consideration of a 29 mm evolut valve. As stated in the instructions for use (IFU), adequate predilatation can help minimize the need for post-dilatation and may reduce the risk of valve infolding. Predilatation is specifically recommended before implanting the valve in cases of moderate to severe calcification, bicuspid anatomy, or when using a 34 mm valve. There was no documentation indicating whether balloon pre-dilation was performed prior to valve implantation. Only a single intraprocedural fluoroscopic image was provided for review. Fluoroscopic valve load inspection images were not available; therefore, confirmation of appropriate valve loading could not be performed. The available image demonstrates a fully released evolut valve positioned above the aortic annulus. It was reported that the valve dislodged following release; however, no additional imaging or procedural documentation was provided. As a result, the mechanism or contributing factors associated with the reported dislodgement cannot be confirmed based on the information available. It was reported that a post-implant balloon dilation was performed to address paravalvular leak, and no additional interventions were reported following this step. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.